Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 18 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The highly calcified lesion was located in the circumflex (cx) coronary artery. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch 9120695 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.